Manufacturer narrative:
Follow-up # 1 the lay user/patient¿s meter and test strips have been returned and evaluated by lifescan product analysis with the following findings: the meter passed all testing with no faults found. The reported issue could not be confirmed. The test strips passed all testing with no faults found. The reported issue could not be confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2016, the lay user/patient contacted lifescan (lfs) alleging multiple inaccuracy issues with his onetouch ping meter. The complaint was classified based on the customer care advocate (cca) documentation. The patient claimed that the meter started to read both inaccurately high and inaccurately erratic around (B)(6) 2016; although no results were provided for this time. The patient manages his diabetes with insulin pump therapy. He reported that at around 2pm on (B)(6) 2016, he obtained an alleged inaccurately high blood glucose result compared to feelings of 160 mg/dl. As he felt this result was high, he performed another test on the subject meter within 20 minutes obtaining a result of 115 mg/dl. Based on statistical methodology, the calculated difference between these results falls outside lfs' precision criteria. The patient reported that after obtaining the results, he administered more humalog [insulin] than normal. The claimed that around 3pm on (B)(6) 2016, he developed symptoms of shakiness which he self-treated by eating more food than normal. The patient also reported that on date and time unknown, he checked his blood glucose levels using a bayer meter, but he was unable to recall the result he obtained. At the time of troubleshooting, the cca noted that the patient&#38112;meter was set to the correct unit of measure, his test strips had been stored correctly and the test strip vial was not cracked or broken. The patient had used an approved sample site to obtain the blood samples and he described the correct testing steps to the cca. However, the patient did not have control solution available to test the meter and test strips and the issue remained unresolved. Replacement products were sent to the patient. This complaint is being reported because the patient claims he obtained inaccurately high and inaccurately erratic readings on the subject meter and reportedly developed symptoms suggestive of severe hypoglycemia, after the alleged meter issue began.